Event description:
The customer reported that vasoseal was deployed into the right femoral artery. Upon deployment, the sheath became kinked. The first plug was deployed. When the second plug was deployed the sheath became separated. There was no complications at time of completion of deployment. No further complications were reported.